Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The physician obtained right femoral venous access and advanced the 5f pigtail radio frequency (rf) wire, a 8f short sheath dilator and then advanced the was sheath with the versa cross connect dilator. The physician noted having a mildly difficult time advancing the pigtail wire to the superior vena cava (svc) and did make a comment of the patient having an odd rotation once the was sheath and dilator were in position, the physician pulled back to drop down on the foramen ovale (fo). Transesophageal echocardiography (tee) imaging was utilized, and a mid/mid transseptal puncture (tsp) site was selected. The rf wire was activated to cross the septum. The wire was visualized left sided, the was sheath was advanced and the direction of the was sheath was noted to be directed more inferiorly and anteriorly than the usual trajectory up toward the left superior pulmonary vein (lspv). The dilator and wire were removed very quickly. Visually there was no negative interaction with the aorta or mitral valve seen, but it was noted that the was sheath was pointed that direction instead of superiorly and posteriorly. Shortly after the was sheath was advanced left sided, the anesthesia physician reported a sudden and significant decrease in the patient blood pressure. The tee imaging physician performed a sweep for pericardial effusion (pe) and did note an pe posteriorly, behind the right ventricle (rv). The procedure was simultaneously proceeding forward. Angiography of the laa was performed, the closure device size chosen, prepped, advanced, deployed and evaluated. No recaptures or repositions were required, the device met position, anchor, size and seal (pass) criteria and was released. The pe was re-evaluated and was noted to have increased in size. The implanting physician performed a pericardiocentesis, draining approximately 400ml of blood. The drain was left in place overnight and the patient was transferred post anesthesia care unit (pacu). While in recovery in the pacu, the patient blood pressure began to decrease again. The patient was placed on a neosynephrine drip and transferred to the intensive care unit (ICU). The patient was discharged home four (4) days later on (B)(6) 2024.